Manufacturer narrative:
(B)(4). Concomitant medical products: cat#195253; lot#915690 - vngd xp inlk pri tib tray 83 mm. Cat#195376; lot#868250 - vgxp xp e1 tib brg ll 11x79. Cat#195445; lot#825690 - vgxp xp e1 tib brg lm 10x79. Related MFR reports: 0001825034-2017-10897, 0001825034-2017-10900, 0001825034-2017-10901. No product was returned; visual and dimensional evaluations could not be performed. No devices were received; therefore the condition of the components is unknown. Review of device history records revealed no deviations or anomalies. The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted: pn/ln: 195217/835130, 195253/915690, 195376/868250, 195445/825690. Complaint history search identified as follows: a complaint history review was conducted for pn 195217. The search identified (B)(4) complaints for the same or a similar issue (moderate pain).the search also identified (B)(4) complaint for the reported ln 835130. No additional complaints were found for this item lot combination. Review of the medical records indicates that the surgeon noted no complications during surgery. Surgical notes were not provided it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent left knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month phone follow up - moderate continual pain; 6 month - eq5d - problems walking, problems washing/dressing, problems performing usual activities, moderate pain; and mkss - moderate pain with the use of crutches or walker.